Event description:
It was reported that during a left knee mensical repair two #1 implants broke and remain in the patient¿s knee unsecured. According to the reporter the surgeon deployed both the #1 and #2 implants with no problems. While pulling on the suture for the sliding knot, the first suture broke through the #1 implant; the knot on the suture was still intact. The surgeon tied the suture to the #2 implant, securing it to the meniscus. This happened to two meniscal cinches; two different lots. Patient's demographics (date of birth & weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event is the use of excessive pushing force when inserting the spear into the meniscus and not using the technique of rotating/twisting the spear during insertion which can cause the distal portion of the implant to peel back and break off and /or excessive pulling force to the trailing suture strand during tensioning which may dislodge the implants, breaking off the tips and causing the construct to pull out of the meniscus. The product directions for use warns against the use of excessive force; slight rotation of the spear may ease deployment of the implant. Rotation of the handle should be avoided when pushing the knot & cutting the suture. The surgical technique contains the following notes: note: if resistance is encountered during insertion of the implant, rotate trocar back and forth approximately 90 degrees while pushing forward in a controlled fashion. This will help the implant move through the meniscal tissue. Note: when using the knot pusher/suture cutter to cut suture pull suture in line with the knot pusher and avoid rotation of the handle. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.